Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button on the first firing but could not squeeze the handle. Hence, the stapler would not fire. Another handle was used to complete the case. There was no patient injury.